Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controlled medication was pulled without a validation code. A technical support specialist (tss) reviewed and found the transaction report (B)(4) for 3/1-3/30 shows that all controlled substance issues recorded this month have associated validation codes, including two issues for oxycodone/apap 7.5/325mg tab on 3/19 and one for gabapentin 400mg cap on 3/12. Cabinet settings at westwood center are configured to require rx verify requests for all schedule 2-5 items, meaning nurses must submit requests to the pharmacy, which then approves or rejects them and generates a unique validation code tied to each transaction. This confirms the system is correctly enforcing rx verify and provides a reliable audit trail for controlled substance transactions without missing validation codes. Unable to follow up with the customer after initial findings, and no controlled medication issues without recorded validation codes were identified; customer can confirm via the (B)(4) report, and if there is a separate issue, a clear example will be needed, with this case available for reference post closure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower hydrocodone/apap 5/325 mg tablets were selected without requiring a validation code, even though the item was configured to require one. The system did not proceed to the issue screen and instead logged the current user out of the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.